Manufacturer narrative:
The company became aware of the suspected cercial tear during the aveta systen post market surveillance survey. It was reported that there was no product malfunction related to this incident. No product or further information available for investigation.

Event description:
During post market survey conducted by meditrina, meditrina became aware of a cervical tear that occured between (B)(6) 2025 that was not related to product malfunction. No further information is available.